Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of capsular contracture is a known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure. Although it was initially reported the revision was to reposition the existing pump in the scrotum, it was later clarified that the pump had been explanted due to inflation issues. It was indicated that the ipp would not inflate as skin had grown over the device due to lack of use. Eighteen months later, the patient underwent another procedure in which a new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical inspection of the cylinders noted that the fist component had wear at folds and a cut consistent with sharp instrument damage likely occurring during explant on the outer tube by the proximal end. Upon functional testing, both cylinders performed appropriately. Visual and microscopical inspection of the reservoir did not reveal any leaks or abnormalities. The component performed within specification. Based on the information available and analysis results, product analysis could not confirm the reported allegations of inflation issues and capsular contracture. However, the reported patient symptom is a known risk associated with ams 700 procedures and is noted as such in the device instructions for use. The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure. Although it was initially reported the revision was to reposition the existing pump in the scrotum, it was later clarified that the pump had been explanted due to inflation issues. It was indicated that the ipp would not inflate as skin had grown over the device due to lack of use. Eighteen months later, the patient underwent another procedure in which a new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) to reposition the pump in the scrotum. No additional information was reported.